Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported a conflicting results with binaxnow covid-19 antigen self test performed on (B)(6) 2022 with an unknown sample. Consumer stated that she had a positive result, and shortly after the 15 minute mark, the sample line disappeared making it negative. Confirmation testing was not performed. Although requested, no additional patient information, including treatment and outcome, was provided.